Event description:
In an endovascular aaa repair utilizing a zenith three-piece modular graft, a type I endoleak of unknown origin was viewed at the distal end of the main body graft. Physician decided to place second leg grafts within the existing leg grafts to seal the endoleak. The second leg grafts were deployed extending distally one stent body. Following the placement of the two add'l leg grafts, the endoleak of unknown origin was still present. A decision was made to conclude the procedure with a follow-up cat scan to be performed to detemrine the source of the endoleak. In the pt follow-up post graft placement, it was discovered that the iliac leg grafts deployed and had all been placed into the ipsilateral limb of the main body graft. This occurred due to the posterior position of the contralateral limb. The cannulation of the contralateral limb had been difficult. Contralateral limb was accessed by passing a wire over the flow divider of main body graft and snaring of the wire to pass the wire out the contralateral sheath. In retrospect the wire must have been up and back out the contralateral limb. Seven days later, the previously deployed graft was converted to an aorta to left ipsilateral endograft with a left to right femoral to femoral bypass and an occlusion of the right common iliac artery utilizing an occluder. The left iliac artery had a better pulse, therefore the decision was made to convert to a unilateral left common femoral. To convert the graft, surgical access to both common femoral artery was gained. Wire access was gained from the left femoral into the thoracic aorta. A balloon catheter was inflated in the graft in order to open the lumen to the maximum diameter. The converter was then deployed as per instructions. Occluder was deployed in the right common iliac artery. Completion angiogram showed no endoleak into the aneurysm, with a dimenished outflow into the left common iliac artery. A balloon catheter was again placed in the region where the four iliac leg grafts were in one limb of the main body graft. Two stents were placed inside the leg grafts in order to further open the lumen. A good pulse was viewed and the fem-fem bypass was completed. No pt complications were noted.